Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015 the lay user/patient contacted lifescan (B)(4) alleging that their onetouch select simple meter was reading inaccurately low compared to their feelings and/or normal readings. The following complaint was classified based on information obtained from the customer care advocate (cca) documentation. The patient alleged that the product issue began at 2am on (B)(6) 2015. The patient reported obtaining a blood glucose reading of "60mg/dl" and the subject meter. The patient manages their diabetes with pills, diet and exercise. The patient reported that they had increased their exercise over a period of two months. The patient reported developing symptoms of "dizzy and blurry vision" sometime later. The patient visiting their doctor on (B)(6) 2015 and they reported being treated with metformin. The patient denied testing on any other device at this time. At the time of troubleshooting the cca noted that the patient was using the incorrect test strips. Replacement products were sent to the patient. This complaint is being reported because the patient developed serious symptoms associated with hyperglycemia after the alleged issue began.